Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the leads were stuck in the header of this pacemaker. The back of the header was cut with scissors. During the cutting of the header the right ventricular (rv) lead was damaged and was subsequently capped and replaced. The right atrial (ra) lead remains in service.